Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used in the right radial artery of a patient in the intensive care unit. The arterial line was disconnected with a clamp attached to the arterial line tubing set. The clinician came back into the patient's room and noticed blood coming from the end of the tubing onto the patient's bed. As a result, the catheter was removed and discontinued. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The customer returned one radial artery catheter / extension line assembly. The product number was not reported by the customer. Of the two potential product numbers based on sales history on this customer, neither has an extension line. The extension line has a red slide clamp that did not appear to be one of our products. A review of manufacturing records was performed based on sales history and with no relevant findings. The probable cause could not be determined as the device did not appear to have been manufactured by (B)(4).